Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. A review of the device labeling was completed. Device indications state: intraocular lens (ticl) is suitable for the treatment of phakic eyes in adults aged 21-45: correcting/reducing myopia in the range of -0.5d to -18.0d and astigmatism less than or equal to +6.0 in adults. It should be noted, at the time of initial implantation this patient's age (46 yo) was outside the indicated age range. Intraocular infection, uveitis/iritis are identified in the labeling as known potential adverse events following icl implantation. The dfu states precautions to physicians (3): the lens must not be exposed to any solution other than normally used intraocular perfusion fluids (e.g., isotonic saline, bss, viscoelastic solutions, etc.). Warning: (5) it is very important that the viscoelastic material must be completely removed from the glasses after the surgical procedure is completed. Viscoelastic devices that may be difficult to aspirate should not be used. Note: the initial viscoelastic in clinical trials was a low molecular weight 2% hydroxypropyl methylcellulose formulation. (6) do not use short-chain sodium hyaluronate (viscoelastic), such as viscoat (a registered trademark of alcon) or other highly viscous adhesives such as healon gv (a registered trademark of amo). It is recommended to use a long chain viscoelastic. Hydroxypropyl® methylcellulose viscoelastic such as ocucoat (a registered trademark of bausch & lomb) may also be used. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. It should be noted multiple cases of similar clinical presentation were reported from the same facility under the same surgeon. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4)

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into a right eye (od) on (B)(6)2024 in a 46-year-old patient. The patient underwent bilateral sequential surgery. The msi injector delivery system and sodium hyaluronate ovd were used for lens implantation. Tass was diagnosed. Examination conducted on (B)(6) 2024 identified unspecified "attachments on the posterior surface of the lens". Anterior segment imaging was performed. The patient was treated with "steroid medication or eye drops" which resolved the issue. Patient condition and status of the eye on the last follow up was reported to be: ucva:20/33; bcva: 20/20, iop 24mmhg (pre-op 15.3mmhg). The lens remains implanted. The reporter states cause for the event was unknown.

Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).